Event description:
An ophthalmic surgeon reported that cloudiness of the intraocular lens (iol) was observed in a patient several years after implantation. According to the surgeon, the patient was experiencing creeping visual deterioration since the last 2 years, and considerably increasing at last. The visual deterioration was partly fluctuating and increased during yoga or hair washing. A clear cloudiness of the iol was visible at slit lamp examination. Explantation and iol exchange were planned. Additional information has been requested but not received.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Additional information has been requested but not received. (B)(4).